Event description:
It was reported that a patient experienced sepsis and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the sepsis was unknown. It was not reported if the patient was hospitalized for the sepsis, and it was not reported if the patient was hospitalized at the time of death. Treatment for the sepsis event was not reported. Extraneal and physioneal therapies were ongoing up until the time of death; but it was not reported if therapies were being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. It was not reported if the patient was recovered from the sepsis at the time of death. The cause of death was reported to be cardiac arrest caused by sepsis but it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. On an unreported date, the patient experienced sepsis. This report involves the same patient as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.